Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of dilaudid via an implantable pump for non-malignant pain and degenerative disc disease/herniate disc pain. Assistance was requested regarding telemetry. It was reported telemetry was attempted with an 8840 clinician programmer, a clinician programmer tablet, and a personal therapy manager (ptm) and the poor communication screen occurred. The patient was being seen for the first time at the facility and the healthcare provider had not tried accessing the reservoir yet. Troubleshooting on the call included reviewing the following: eliminating/moving away from potential sources of interference, and changing environments, if appropriate. The rep planned to change environments and call technical services back if they could not establish communication with the pump. No medical symptoms were reported. It was reported the patient was unable to receive a patient activated (pa) bolus with their ptm due to poor communication on (B)(6) 2018. The rep was unable to establish telemetry with the patient¿s pump using an 8840, tablet, and ptm on (B)(6) 2018. Additional information was received from an hcp and the patient on (B)(6) 2018. The hcp stated the patient was not able to get their ptm to work. It was indicated when the patient was in the office that day ((B)(6) 2018) they were able to get the ptm to work one time, but the patient went home and continued to have difficulty. The patient was being declined boluses and having difficulty with communication between the pump and the ptm. The patient was using an antenna with their ptm. It was reviewed the patient could call into patient services to troubleshoot and coordinate ptm replacement, if necessary. The patient called in and confirmed that they did attempt communication both with and without the antenna, and they were still getting poor communication. No out of box failures were reported. There were no allegations of a medical or therapy problem related to a small part. The patient was transferred to repair on (B)(6) 2018 to receive a replacement ptm device. Additional information was received from the hcp on 2018-jul-19. The hcp stated the patient received the replacement ptm device without batteries from repair. New batteries were placed in the ptm, but they kept getting the poor communication screen despite many attempts. Troubleshooting was performed with the hcp however they were still unable to establish communication. It was confirmed they were using the new ptm device and not the affected one. The hcp was transferred to repair. It was indicated an antenna would be sent, too. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) 2018-jul-20. The rep reported telemetry was eventually established successfully with the pump on (B)(6) 2018 during the office visit. Regarding the cause for the inability to establish communication with the pump, the rep reported they changed to a different room and they were able to establish telemetry with the ptm and the clinician telemetry module (ctm). It was indicated the clinician programmer tablet was used. No further actions have been taken. The patient's weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously submitted report had the incorrect aware and due date. The correct aware date is 2022-jan-14. Continuation of d10: product ID 8835 lot# serial# (B)(6), implanted: explanted: product type programmer, patient product ID 8835 lot# serial# (B)(6), implanted: explanted: product type programmer, patient product ID 8840 lot# serial# (B)(6), implanted: explanted: product type programmer, physician product ID 8880t2 lot# serial# unknown implanted: explanted: product type accessory product ID 8835 lot# serial# (B)(6), implanted: explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that patient continued to get a 0617 error or a normal lockout sometimes when she tries to bolus. The caller stated that they would be documenting the bolus requests and bring to her next appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) 2018-jul-23. It was reported that it was undetermined what caused the difficulty establishing telemetry with the pump on (B)(6) 2018. It was noted interrogation was very difficult, it takes numerous attempts to get the device to read the patient's pump. Regarding additional troubleshooting performed to determine the cause of the difficulty establishing telemetry with the pump, and further actions/interventions taken to resolve the poor communication issue with the pump and ptm, no further actions have been taken or scheduled. It was reported the poor communication issue with the ptm had not been resolved. The hcp stated the patient would be receiving a new ptm device, and added this will be the second new ptm in one week. The hcp stated they believed the problem was with the pump - not the ptm. The hcp planned to have a representative meet with the patient at the clinic if the problem persists.